Event description:
It was reported that t:slim x2 pump battery did not charge even when customer used tandem charging cable, wall adapter, and working wall outlet, and pump did not recognize any charging connection despite trying different cables and adapters. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate insulin method if needed, while technical support arranged warranty replacement pump.